Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device. The patient passed away. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.